Manufacturer narrative:
Section a2, a3, a4 and a5: per regulation EU (B)(4) (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6a - implant date: n/a - lens was not implanted. Section d6b - explant date: n/a - lens was not implanted. Section e1 - telephone number: (B)(6). Section h3: the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of records related to the device including labeling and complaint trending will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after introducing the inserter into the patient's eye, the preloaded monofocal intraocular lens (iol) cartridge tip bent and the iol was stuck inside. Customer was unable to implant the lens. The device was withdrawn from the eye and a back up device was used without further issue. There was no patient injury reported. No medical or surgical intervention was required. No further information was provided.

Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes. Section d9 - date returned to manufacturer: 21-may-2025. Section h3 - device evaluated by manufacturer? Yes. Device evaluation: visual inspection under magnification was performed on the suspect product. The plunger rod was found bent and overriding a lens that was stuck in the cartridge. Viscoelastic residue was observed to be evenly distributed throughout the cartridge. The cartridge tip was deformed, and the cartridge was bulging where the lens is stuck. The lens module was inspected revealing no issues; viscoelastic residue was observed inside the lens module. Device assembly was inspected revealing no issues; viscoelastic residue was observed below the lens module indicating that an excessive amount of ophthalmic viscoelastic device (ovd) may have been used which could contribute to the complaint issue reported. Plunger rod advancement was inspected revealing no issues; no issues were observed with the plunger rod tip. The lens could not be removed from the cartridge for further evaluation. The photographs provided by the customer were evaluated. The photographs showed the suspect cartridge and lens module. The cartridge was observed to be bent. The plunger rod was also observed to be bent in the cartridge. No further evaluation was performed. The complaint issue "cartridge tip cracked/damaged" and "stuck in cartridge" were identified during product and photograph evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.